Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant procedure, the pulse generator was interrogated in the box. The device exhibited backup vvi operation. The device was not used and returned. No patient was involved.

Manufacturer narrative:
No conclusion code available; final analysis found a queue overflow anomaly which resulted in the device to exhibit backup vvi operation.